Manufacturer narrative:
The technician investigated and found no problems with the mattress, air system, or the bed. The patient is a c2 quadriplegic since 1996. Hill-rom sent a clinician to assist the account.

Event description:
The patient's father alleged his son was on a v-cue for 10 years and he never had a stage 1 sore. Now after a short time, he has two stage 3 and one stage 4 sore as well as a couple more just starting.